Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was leaking. It seems to physician that it continually loses air. There was no reported patient injury. The device was stored per instructions for use (IFU). The user was trained to the device. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was leaking. It seems to physician that it continually loses air. There was no reported patient injury. The device was stored per instructions for use (IFU). The user was trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was leaking. It seems to the physician that it continually loses air. There was no reported patient injury. The device was stored per instructions for use (IFU). The user was trained to the device. A non-sterile 6/7f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and it was surrounded by the sealant sleeves, which were observed in manufactured conditions without any anomalies or damages. No secondary damages or anomalies were observed with the returned device from the condition reported in this complaint. Additionally, the syringe of the procedure was returned attached to the device and the cordis sheath was observed on the unit. Per functional analysis, leak testing was performed on the balloon of the returned device, and it revealed a leak in the balloon. Visual inspection at high magnification revealed a transversal tear in the balloon of the return device 3.0 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2229004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the transversal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although not reported) and/or concomitant device factors most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was leaking. It seems to physician that it continually loses air. There was no reported patient injury. The device was stored per instructions for use (IFU). The user was trained to the device. The device was later returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was leaking. It seems to physician that it continually loses air. There was no reported patient injury. The device was stored per instructions for use (IFU). The user was trained to the device. The product was not returned for analysis. A product history record (phr) review of lot f2229004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was leaking. It seems to physician that it continually loses air. There was no reported patient injury. The device was stored per instructions for use (IFU). The user was trained to the device. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
Section d4 was updated with correct catalog number (B)(6).

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was leaking. It seems to physician that it continually loses air. There was no reported patient injury. The device was stored per instructions for use (IFU). The user was trained to the device. The device will be returned for evaluation.